Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from the connector to the hub for 2 devices. No patient impact or user reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-jul-2024. Investigation summary: bd received 5 samples (1 used and 4 unused) and 1 photo for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Additionally, 1 customer used sample was evaluated by visual examination and the issue of leakage was observed. Also, the 4 unused customer samples were subjected to a draw test to assess functionality of the device, and the issue of leakage was not found. Additionally, 30 retain samples were subjected to sleeve function testing using 10 tubes per needle to assess functionality of the device and no sign of damage or leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of leakage during use. Bd determined that the root cause of the indicated failure mode was attributed to the luers not being put onto the tubing properly which was corrected by adjusting the luer end of the tubing. There was also a broken depth probe which was the replaced and calibrated to reject any defective material. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D2: common device name: blood specimen collection device; intravascular administration set d.2. Medical device type: one additional code applies;(B)(6). E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from the connector to the hub for 2 devices. No patient impact or user reported.